Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed several times alarms of check iab catheter. User stated that all iab fill/start had passed each time. In addition reported that there was no presence of blood in the helium tubing, no external kinking and that all connections were secure. Screenshot of iabp monitor showed rounded/flat balloon waveform peaks vs barstools. Getinge emergency support consultant explained what the alarm meant and possible reasons for it to occur. The user was advised that there is likely a kink somewhere in the tubing based on the information provided. The user was told to reduce augmentation by two bars and check the site and external tubing near the site one more time. The user noticed a 90 degree bend in the tubing underneath the clear dressing. The user called back with an update on (B)(6) 2021 and informed that tubing was straightened out and redressed the site. The iab was working appropriately with improved augmentation. There was no harm or injury to the patient reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). Initial reporter: (B)(6), nurse). It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed several times alarms of check iab catheter. User stated that all iab fill/start had passed each time. In addition reported that there was no presence of blood in the helium tubing, no external kinking and that all connections were secure. Screenshot of iabp monitor showed rounded/flat balloon waveform peaks vs barstools. Getinge emergency support consultant explained what the alarm meant and possible reasons for it to occur. The user was advised that there is likely a kink somewhere in the tubing based on the information provided. The user was told to reduce augmentation by two bars and check the site and external tubing near the site one more time. The user noticed a 90 degree bend in the tubing underneath the clear dressing. The user called back with an update on (B)(6) 2021 and informed that tubing was straightened out and redressed the site. The iab was working appropriately with improved augmentation. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.